Event description:
A malfunction was reported on the pump after the customer had undergone an x-ray at the dentist. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so successfully. The malfunction did not recur, and the customer was able to continue using the pump. They were advised to contact support again if any malfunction code appears.